Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had compromised force sensor system alarm on their device. It was reported that the customer changed out their set and the device began to alarm for compromised force sensor. Troubleshoot was reported to be conducted. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a loose/shifted end cap sticker, and a stained lcd resilient cover.